Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as, "happened during the insertion of the cvc: because the guide unraveled it separated. No consequence for the patient because the staff changed the device." No patient harm was reported. The guide was removed in its entirety. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "happened during the insertion of the cvc: because the guide unraveled it separated. No consequence for the patient because the staff changed the device." No patient harm was reported. The guide was removed in its entirety. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. Visual analysis of the guide wire confirmed the guidewire was unraveled. After the wire failed the manual tug test, the distal weld was microscopically examined. It was observed that the core wire separated from the distal weld, but the coils were still attached. The proximal weld appeared spherical and intact. The guidewire was kinked at 62, 82 and 352mm from the proximal end. The total length of the returned core wire measured to be 452mm, which is within specifications of 450mm - 458mm per product drawing. The outer diameter of the returned guide wire measured to be 0.796mm, which is within specifications of 0.788-0.826 mm per product drawing. The undamaged portions of the guide wire was passed through a lab inventory ars and 18 ga introducer needle to functionally test. The guide wire passed through both with minimal resistance. Resistance was encountered only at the damaged portion, where the core wire separated from the distal weld. A manual tug test revealed that the distal weld was not secured to the core wire. The proximal weld was intact. A device history record review was performed on the reported kit with no relevant findings. The IFU provided with this kit includes the following warnings and cautions for the user: "do not cut guidewire to alter length." "Do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." "If resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel." "Do not apply undue force on guidewire to reduce risk of possible breakage." "Do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." "Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." "Clinicians must be aware of potential entrapment of the guidewire by any implanted device in circulatory system. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to reduce risk of guidewire entrapment." The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the core wire has separated from the distal weld. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire damage. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.